Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to complaints of blurry vision and replaced with a different model and diopter lens. There was no patient injury. Through follow up, customer account provided additional information confirming no unplanned incision enlargement, no unplanned suture(s), and no unplanned vitrectomy. Outcome post-lens exchange was reported as: patient was 20/40 with stromal edema. No additional information was provided.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: device available for evaluation; returned to manufacturer on: 07/13/2020. Device evaluation: the complaint lens was received in a specimen cup. Additional documentation was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Furthermore, the two lens halves were received stuck together due to the dried viscoelastic. The lens was cleaned and the halves were separated. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional investigation request (ir) for this production order number has been received. No product deficiency or malfunction was identified. No escalations are required. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.